Event description:
The customer reported that following a diagnostic catheterization procedure in 2000 a vasoseal es was deployed. Hemostasis was achieved at seven mins post deployment. The pt was ambulated three hrs later. When the pt was ambulated pt began to bleed heavily from a venous puncture. Occlusive pressure was held to stop the bleeding. The next day the physician was called because the pt was experiencing pain in the right leg and no pedal pulses were felt. The physician assessed the pt and felt a femoral bruit. A cardiovascular surgeon was consulted and an angiogram was performed. The radiologist made multiple passes with an angiojet through a filling deficit in the right common femoral artery and made no significant progress. The pt was taken to surgery the following day to remove a foreign body from the right common femoral artery. Two days later the pt was given a blood transfusion and was running a temperature that was later diagnosed as a uti. No further complications were reported.